Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 450cc saline prostheses. The patient¿s breast prostheses deflated bilaterally as a result of being involved in a car accident post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date. This report is for the right prosthesis. See manufacturer report number 1645337-2018-06571 for the contralateral prosthesis.